Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc (B)(4).

Event description:
It was reported that a(B)(6) patient, who's undergone primary breast augmentation with two 375cc mentor memorygel breast implants, suffered left breast implant rupture, post-procedure. The patient reportedly experienced trauma as they fell at work. The rupture was diagnosed via physical examination. As a result, the patient underwent bilateral removal and bilateral replacement with the following devices on december 29, 2020: (left) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 9443805 sn: (B)(4) and (right) 525cc mentor memorygel breast implant catalog: 3505251bc lot: 9443805 sn: (B)(4).

Manufacturer narrative:
On february 16, 2021, the mentor failure analysis lab received the device for evaluation. On february 18, 2021, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 375cc breast implant had a crease/fold on the anterior view. Additionally, a tear was found within the crease/fold, measuring approximately 4.9 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).